Event description:
It was reported that the patient complained of thumping in the chest. Upon interrogation, the lead exhibited loss of sensing and capture. The lead had dislodged. The lead was successfully repositioned on (B)(6) 2013.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).